Event description:
The pt was experiencing sound quality issues and followed by intermittency. External equipment was exchanged; however, this did not resolve the issue. Additional testing was attempted but lock could not be achieved between the external equipment and the internal device. Revision surgery has been scheduled.